Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to disassociation of the articular surface from the tibial baseplate.

Manufacturer narrative:
The device history records for the articular surface component were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the component. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the natural - knee system package insert, dislocation and/or joint instability is a known adverse effect associated with this procedure. A definitive root cause cannot be determined with the information provided.